Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field signal oversensing on the right atrial (ra) lead channel. Technical services (ts) advised on further in office review if the system. No adverse patient effects were reported. This device remains in service.